Event description:
Return reason: cannot stimulate. Analysis determined: investigation found that the proximal electrode wire is broken at the proximal electrode allowing an open circuit to occur. No manufacturing defects were found. Cause unknown. Unit was used in vivo. This was not determined until analysis was completed. No further information is available on the patient's status. Corrective action taken: the corrective action is that the manufacturing and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.